Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. " it was reported that drug resistant on graham neg occurred. Customer problem: customer reports results issues."

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. " it was reported that drug resistant on graham neg occurred customer problem: customer reports results issues".

Manufacturer narrative:
H.6. Investigation: a failure for results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). Customer reported about results issues. This issue is addressed in (case# (B)(4) ). The bd field service engineer (fse) was dispatched and reviewed logs which revealed tubing interference. The fse adjusted the tubing route and performed nephelometer calibrations, pipettor calibration and dispense calibration. The instrument was deemed functional and handed over to the customer for use. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for pf0606 is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. The root cause was tubing interference. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.